Manufacturer narrative:
Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information and customer information are unknown since the serial number was unknown. Sus voluntary event report was received. Medwatch: mw5151592.

Event description:
It was reported that the lead was explanted due to a unknown product performance issue. No patient consequences were reported. No additional information was received.